Manufacturer narrative:
Supplemental report was submitted to include the device history record (DHR) review. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). This report is associated with report number 2015691-2018-00371. The subject device was not returned for evaluation as it remains implanted. The clinical observation of obstruction/occlusion was unable to be confirmed. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. There was no indication or allegation of a device malfunction contributing to the event. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards learned that a male patient underwent redo aortic valve replacement plus 1-vessel coronary bypass graft due to bioprosthetic aortic stenosis and redo mitral valve repair due to mitral insufficiency. The procedure was extremely difficult. It was very difficult to get the old valve out, this took approximately one hour to excise the valve. Intraoperatively, the old aortic valve was extremely adherent to surrounding tissues, very inflamed. Then a newly bioprosthetic valve was placed. Sutured were placed in horizontal fashion with pledgets on the ventricular surface of the annulus. Once complete, the surgeon felt the right coronary ostium was compromised which he did a bypass to the right coronary artery. Then all clamps were removed. At this time, tee was repeated while coming off bypass. The aortic valve looked good except for one very tiny perivalvular leak. Iabp was placed for additional support. Hemostasis was very difficult to achieve at the end of procedure. Blood products were administered and chest closed. The patient was taken back to the intensive care unit in stable condition. Subsequently, the patient did well initially; however, he developed respiratory failure and had to be reintubated. He remained in the intensive care unit for several days. Then patient developed a right pleural effusion. A right chest tube had been placed during his intensive care unit stay. On pod # 11, he was extubated and appeared to be doing exceptionally well and suddenly became apneic and arrested. He did not respond to resuscitative measures and expired on pod# 14. The cause of death is unclear; however, it appeared to the surgeon it was due to pulmonary embolus. Patient's po2 was very low on the arterial blood gas. He never developed any rhythm or cardiac output during the resuscitative.